Event description:
On (B)(6) 2013, it was reported that the patient had been experiencing elevated blood glucose levels for 2-3 days. She stated that she changed her infusion set when she noticed her blood glucose levels being elevated, but that would only correct the issue for about 2 hours and then her blood glucose levels would become elevated again. The patient thinks her infusion device is not delivering her basal insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.